Event description:
This is report 3 of 3 involved in this peritonitis event. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on (B)(6) 2010 the patient was hospitalized and diagnosed with peritonitis. Treatment information was not provided for the event. It was not reported whether dianeal therapy was ongoing at the time of the event. On (B)(6) 2010, the patient was discharged from the hospital. The patient had not recovered from the peritonitis. On an unreported date in 2010, the patient was readmitted to the hospital for an unreported diagnosis. The nurse reported that she did not know whether the event of peritonitis was related to pd therapy. A causal relationship was unassessable for the event of peritonitis with regards to dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.